Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted in the left lead. The physician suspected that the device was damaged by non-device related procedure. The patient will undergo a revision procedure wherein the leads and ipg will be replaced.

Manufacturer narrative:
Additional information was received the patient underwent a revision procedure wherein the ipg and one lead were explanted. No malfunction was suspected on the explanted devices. The patient was reportedly doing well post operatively. The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted in the left lead. The physician suspected that the device was damaged by non-device related procedure. The patient will undergo a revision procedure wherein the leads and ipg will be replaced.